Event description:
Hedgehog dual-end channel valve brush has detached from the cleaning wire on two occasions while performing the manual wash/cleaning of the olympus evis exera iii pcf-h190l endoscope. This same type of defect event was previously reported on (B)(6) 2023 when a brush head was pushed into a patient during a procedure. No patients were involved in this report from the most recent events.